Event description:
The report received indicated that four days after implantation of two cypher stents; the patient experienced a thrombotic event in both stents that required revascularization. The patient also experienced ventricular arrhythmia and cardiogenic shock. The stents were implanted in a staged procedure in which the first cypher (3.5/18) stent was implanted in the proximal right coronary artery, and the second cypher (3.0/28) stent was implanted four days later in the proximal left anterior descending coronary artery. Two days later, the patient presented with thrombosis in both stents. Patient went into cardiogenic shock and recurrent ventricular arrhythmia requiring cardiopulmonary resuscitation, cardioversion, intubation and intra arotic balloon pump. Patient was transferred to intensive care after stabilization.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This is one of two products involved in the same patient reported under manufacturing numbers 9616099-2007-00548 and 9616099-2007-00808. Additional information will be submitted within thirty days upon receipt.